Event description:
T15 screwdriver blade broke when tightening 4.0 locking screw into proximal humerus plate. A different screwdriver blade from the set was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the breakage of the screwdriver blade could be confirmed. The visual inspection revealed that the device had the blade tip broken and the breakage surface is consistent with over torque of the screwdriver. Based on the investigation, the root cause was attributed to a design related issue. It was identified that design change sel 11-321 was performed on the referred device because it was breaking at a lower load. The returned screwdriver was manufactured according to an old drawing where this change had not been implemented yet. (B)(4) has been implemented to correct this issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation.

Event description:
T15 screwdriver blade broke when tightening 4.0 locking screw into proximal humerus plate. A different screwdriver blade from the set was used to complete the surgery.